Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens is torn in two pieces. The optic is cut or torn in half and the haptics are bent. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a small anterior capsule tear noted during lens insertion. Another lens of different model was implanted. Additional information has been requested, but has not been received.